Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a second pass was used to make a side cut during a refractive procedure. Upon follow up, during first pass suction was lost right before creating the side cut. A second one was used to create. Treatment was aborted due to unable to lift flap. Patient will return in six weeks. Patient was not harmed.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).